Manufacturer narrative:
(B)(4). Ref. Covidien MFR report #1219930-2010-00092 for the endoclip applier and (B)(4) for the clip applier and endo gia universal product used during this procedure.

Event description:
Procedure: hand assisted laparoscopic right radical nephrectomy. According to the reporter's medwatch report: the patient was undergoing a hand assisted laparoscopic right radical nephrectomy for a right renal mass. The operation went without any incidence and was done in the routine manner. The area was observed for any active bleeding and none was found. The patient developed a drop in her hemoglobin in the recovery room and a CT scan showed a moderate sized hematoma along the hilum of the kidney. The arterial phase of the CT scan showed that there was an arterial leak. The patient was taken to the interventional radiology suite where the renal artery was embolized using coils. The patient was transferred to the intensive care unit and was stable. However, she again developed signs of intra-abdominal bleeding and was opened by the surgical hospitalist but she died during the exploration. An autopsy was done but the results were not known yet. Cause of the renal artery bleed and the surmised renal vein bleed remain unknown. It is speculated that perhaps the covidien stapler cut the artery/vein instead of stapling. Earlier in the procedure, when the stapler was deployed, it cut the ovarian vein rather then stapling. This was caught and repaired. The scrub tech said that this type of event, cuts instead of staples, has occurred before. According to the coroner's autopsy report, the cause of death is hemoperitoneum due to post-operative hemorrhage complicating right nephrectomy and due to renal oncocytoma.